Manufacturer narrative:
(B)(4).. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter withdrawal difficulties were encountered. The target lesion was located in the iliac artery. A 10.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. However, after one inflation, the balloon would not deflate. The physician exchanged the inflation device with a syringe to try negative suction but the balloon would still not deflate completely. Subsequently, the physician was able to remove the whole system with a bit of resistance and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.